Event description:
The stylet could not be advanced through the lead. The lead was unable to be used. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).